Event description:
While attempting to draw blood cultures from a newly established 20g diffusics, it was noted that the steripath was not allowing blood to enter the c collection chamber while the blue plunger was still in the out position. The 20g IV was connected to the steripath with an adapter to the j loop. A new sterile blood culture bottle was inserted into the steripath and the c collection chamber was not filling up. Then staff replaced the culture bottle with a new sterile one with the same results. Staff then took off the steripath micro and began to syringe draw 5ml of blood with ease. After drawing with the syringe the steripath was placed back onto the adapter and reinserted a sterile culture bottle, noting no blood in the c collection chamber with the blue plunger still in the outer position. Then staff closed the blue button and began to have positive blood flow into the culture collection bottle with no issues. The c collection chamber was never filled at any time during the process and the original blood was collected into a 5ml syringe with no risk of contamination. Patient code: 4582. Device codes: 2991, 3023, 1670. Reference report#mw5190530. This report captures steripath micro #1.